Event description:
It was reported the handpiece was "acting intermittently". There was no additional case specific information available. Another handpiece was used to continue the case. There was no consequence to the patient.